Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted on (B)(6), 2011. According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.